Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience low blood glucose (bg) level of 48-50 (mg/dl) and experienced vomiting; cause was unknown. The contact fed the customer food to treat bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 45 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Approximately four hours prior to the low bg, the user requested a 14.29 units. The pump notified the user the requested bolus exceeded the maximum bolus allowed of 13 units. Subsequently, the user delivered a 13 unit bolus. There were no erratic basal rate adjustments. It is possible the user over corrected. There is no evidence that the insulin pump experienced a malfunction or failure.